Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) of 46 mg/dl. The caregiver treated the user with oral carbohydrates and transported the user to the hospital where the user was treated with intravenous glucose and discharged on (B)(6) 2025. No long-term health effects were reported.